Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the preventive maintenance message on the system, but stated it was related to the axes controller platform (acp) 5 issue. The fse replaced the acp 5 and the system was tested and verified as ready for use. This acp cfg unit was returned for failure analysis (fa), and the reported error 32101 was confirmed but not replicated. In system logs, this error 32101 was found indicating high switch error. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg was installed and tested on an in-house test system and performed 15x power cycles with no issue on startup and no errors or failures were triggered. This acp cfg remained on the system for 3 hours idling in normal mode with no issue. In addition to the test, this unit went through in process correction verification and passed all the tests. As a result of this test, fa concluded that there is no trouble found with this acp cfg unit.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had a preventive maintenance message on the system. The procedure was converted to another da vinci system and completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was power cycled and hard cycled but the preventive maintenance error message would not vanish. A new patient side cart (psc) was brought in to complete the procedure. There was no injury to the patient.